Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Tandem technical support (cts) confirmed the touch screen was responding as intended; however customer maintained that the pump was not functioning as intended. Customer's blood glucose was 151 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.